Event description:
Healthcare professional reported rupture and discomfort in the left breast(burning sensation) began. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, d1, d2a, d2b, d3, d4, d6a, d6b, g1, g2, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture on the left side". The device status is unknown. This record relates to the left side.